Manufacturer narrative:
The initial reported event of high svc impedance and rv lead was turned off and replaced was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. During the week ending on (B)(6) 2015, svc coil impedance measured 103 ohms, up from a trend in the 60-70 ohm range. Concomitant medical products: product ID: d314drg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an out of range high impedance spike on the superior vena cava (svc) coil. The lead was turned off and replaced by a new lead on the right side. No patient complications have been reported as a result of this event. It was further reported that the abandoned right ventricular (rv) lead had fractured. Additionally, the abandoned implantable cardioverter defibrillator (ICD) is alerting as it has reached recommended replacement time (rrt) and has now had an electrical reset. The rv lead and ICD remain implanted. No patient complications have been reported as a result of this event.